Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively determined through this evaluation. It was reported that the patient underwent a left heart catheterization (lhc) procedure on (B)(6) 2022 that involved placement of a stent in the saphenous vein graft to posterior descending artery (svg-pda). It was reported that the patient underwent the lhc procedure due to ventricular tachycardia (vt) and ischemic evaluation. The patient remained ongoing on hmii lvas, serial number (B)(4), until ultimately expiring on (B)(6) 2022 (refer to manufacturer report number 2961956-2022-00001). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 21mar2016. The heartmate ii lvas IFU and the heartmate ii patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient had a left heart catheterization (lhc) with stenting and medical management on (B)(6) 2022. The reason for the lhc/stenting was due to ventricular tachycardia (vt) and ischemic evaluation. One stent was placed to saphenous vein graft.